Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Updated reporter source from consumer to distributor.